Manufacturer narrative:
It was a human error. Device not returned to the MFR. Labeling clearly indicates the expiration date of the device.

Event description:
Expired product implanted. No reported pt problems so far.